Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was returned to the manufacturer's product investigation laboratory (pil) and evaluated. During evaluation thermal damage on q4 component of the board was observed.